Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall errors during a supply change, including during a rewind attempt with no cartridge installed, which prevented proceeding and required device replacement; the user¿s blood glucose peaked at approximately 300 mg/dl, remained elevated for about five to six hours, and was corrected by reverting to multiple daily injections, with no cgm high or low alerts reported and no assistance or medical intervention required. Symptoms included none. Outcomes included temporary interruption of insulin delivery and user action to manage glucose externally. Investigation included remote troubleshooting, review of user-reported device behavior, and decision to replace the device. Investigation of this device revealed a consecutive motor stall consistent with a pump motor malfunction in the infusion and delivery mechanism, with inability to complete rewind and fill steps during setup. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical failure of the pump motor/drive system.